Event description:
The hosp reported that before an endoscopic vein harvesting procedure, the short port btt black inflation valve would not stay in place which caused the balloon to not remain inflated. A replacement unit was used to complete the procedure. The hosp did not report any pt complications.

Manufacturer narrative:
After the procedure, the hosp discarded the product. A lot history record review was completed for the product. There was no nonconformance which could have attributed to this failure mode. (B) (4).